Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the veterinarian was suturing both subcutaneous skin and pedicles and, while trying to tie the knots, the suture was breaking easily. The doctor used suture from a different product code and lot to complete the procedure. There were no consequences reported. No additional information was provided.